Manufacturer narrative:
Continuation of d10: product ID wr9200, serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), h3: analysis of the wireless recharger (serial #: (B)(6) ) determined that the recharger was unresponsive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the green lights are always flashing and the device is not charging. No troubleshooting steps resolved the issue including a reset and turning it back on. The device was replaced. The issue was resolved. No symptoms reported.